Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: ·the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. Reference internal complaint cc# (B)(4).

Event description:
It was reported a physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. Three days post procedure the patient returned to the medical center with a "mild headache and sepsis". The physician performed a computed tomography (CT) scan that revealed "inflammation, fluid around the gallbladder and fluid in the abdomen". The patient was treated (exact treatment unknown) and the patient was discharge home.